Event description:
Pt reported having a fractured lead and defective bent lead. Patient did not specify which lead it was. The lead was explanted and replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).